Event description:
It was reported via repair work order that the foot right siderail would not raise due to a lack of lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.